Manufacturer narrative:
Product event summary: analysis could not duplicate the reported event. The unit passed incoming inspection and battery removal was performed many times without fault.

Event description:
It was reported that while the external pulse generator (epg) was connected to a patient, the nurse noted that battery was low. The nurse changed the battery and indicated that the epg did not continue pacing during the tranisition, and the epg "just shut off." The patient experienced an undefined duration of asystole without complications. The battery was quickly replaced and the device was reinitiated in emergency pacing mode. Once pacing was reestablished, hospital staff obtained a second epg and exchanged the second model for the first, to continue pacing. The epg will be returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).